Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line and drain line alarms. A review of the patient¿s treatment records identified that the patient drained 5413 ml during drain 4 of the treatment. This drain volume is 217% the patient's prescribed fill volume of 2499 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Confirmed that the patient completed treatment on the day of the event. Stated the patient doesn't believe he had that much fluid in at one time and believes there is an issue with his machine and has called technical support several times. The patient has not completed subsequent treatments. The patient continues to have drain alerts in drain 2 and 3, but no other drain issues, believes there is something wrong with his machine. The patient reports technical support believes it is a clinical issue, however the patient treats with heparin, obtained a kidney, ureter, and bladder (kub) x-ray which revealed that constipation and catheter placement do not appear to be an issue. The cycler has not been returned for evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line and drain line alarms. A review of the patient¿s treatment records identified that the patient drained 5413 ml during drain 4 of the treatment. This drain volume is 217% the patient's prescribed fill volume of 2499 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Confirmed that the patient completed treatment on the day of the event. Stated the patient doesn't believe he had that much fluid in at one time and believes there is an issue with his machine and has called technical support several times. The patient has not completed subsequent treatments. The patient continues to have drain alerts in drain 2 and 3, but no other drain issues, believes there is something wrong with his machine. The patient reports technical support believes it is a clinical issue, however the patient treats with heparin, obtained a kidney, ureter, and bladder (kub) x-ray which revealed that constipation and catheter placement do not appear to be an issue. The cycler has not been returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.